Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 302 mg/dl. The customer's husband stated that the battery in the insulin pump went dead and the customer could not remove the battery cap to change it, which caused the customer's blood glucose to elevate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.